Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment, action with pd therapy and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
On an unreported date, the patient began treatment for the peritonitis with unspecified drugs (doses, routes, frequencies and durations were not reported). At the time of this report, the treatment was ongoing. Should additional relevant information become available, a supplemental report will be submitted.